Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-09457. The report was submitted in error.

Event description:
Information was received regarding a cadd legacy pca pump. It was reported that the device gave a "no disposable, pump won't run" alarm. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.